Event description:
The customer reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The static random access memory card was replaced. The system was tested and found to be working as intended and put back into service.